Event description:
Pt's daughter contacted lifescan on 7/23 regarding the surestep replacement program. Dgtr was informed meter would be replaced and should arrive within 4 to 6 weeks. Dgtr contacted lifescan again 7/31, upset that the replacement meter had not arrived. Dgtr states the mother had been hospitalized due to the original meter reading er1. Dgtr refused to provide additional information regarding the hospitalization, i.e. Diagnosis, treatment. Dgtr states "my mother's head is not well, has a home health nurse providing care and doesn't want MFR calling pt. No other information was provided.